Manufacturer narrative:
Citation: marcelo a. Abud et al. Efficacy and safety of transfemoral transcatheter aortic valve replacement under general anesthesia versus local anesthesia with conscious sedation. Argentine journal of cardiology. (B)(6) 2018; 86(1): 33-39. Doi: 10.7775/rac.v86.i1.12981. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the safety and effectiveness of transfemoral transcatheter aortic valve replacement performed under general anesthesia versus local anesthesia with conscious sedation. All data were collected from a single center between march 2009 and december 2016. The study population included 121 patients (predominantly female; mean age 83.2 ± 5.7 years), an undisclosed number of which were implanted with a medtronic corevalve. No serial numbers were provided. Among all patients, 11 deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: permanent pacemaker implant, stroke, acute myocardial infarction, moderate aortic regurgitation, and major vascular complications necessitating conversion to surgery for resolution. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.